Event description:
After revision surgery was completed dr (B)(6) turned patient and was going to do a minor adductor tenotomy. Dr (B)(6) wanted an x-ray before the start of second minor operation. X-ray showed two screws were place in an anterior position in the patient's pelvis and screws were inside the abdominal cavity. Dr (B)(6) said he needed to take those screws out because they could cause nerve damage. Dr (B)(6) returned patient, redraped and reopened surgical wound. We removed mdm head with femoral head inside the mdm implant, removed metal mdm liner and removed 2 screws. Dr (B)(6) decided to reimplant mdm liner. He looked at liner and locking mechanism and was still intact and impacted implant into tritanium revision shell. Dr (B)(6) reimplanted mdm poly head with femoral head inside, back onto femoral stem. Range of motion was done again and range of motion was stable. Dr (B)(6) closed surgical wound.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the surgeon and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding user error involving a gap plate screw was reported. The event was not confirmed. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there have been no previously reported similar events for the same lot number. Conclusions: the exact cause of the event could not be determined because insufficient information was provided for review. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
After revision surgery was completed dr. (B)(6) turned patient and was going to do a minor adductor tenotomy. Dr. (B)(6) wanted an x-ray before the start of second minor operation. X-ray showed two screws were place in an anterior position in the patient's pelvis and screws were inside the abdominal cavity. Dr. (B)(6) said he needed to take those screws out because they could cause nerve damage. Dr. (B)(6) returned patient, redraped and reopened surgical would. We removed mdm head with femoral head inside the mdm implant, removed metal mdm liner and removed 2 screws. Dr. (B)(6) decided to reimplant mdm liner. He looked at liner and locking mechanism and was still intact and impacted implant into tritanium revision shell. Dr. (B)(6) reimplanted mdm poly head with femoral head inside, back onto femoral stem. Range of motion was done again and range of motion was stable. Dr. (B)(6) closed surgical wound.